Event description:
It was reported that an angio-deal was deployed in the right femoral arteriotomy post carotid angiography. Thirty mins after returning to recovery, the pt lost distal pulses. The pt went to surgery for removal of the angio-seal from the common femoral artery. There were no adverse consequences to the pt and the pt has recovered.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.